Event description:
A customer contacted beckman coulter, inc. (Bci) to report a "temperature control shutdown" error on unicel dxi 800 access immunoassay system. The customer verified that there were no patient results generated within the timeframe of this event. There was no effect to patient or user.

Event description:
...

Manufacturer narrative:
Service was on site on (B)(4) 2011. The field service engineer (fse) reviewed the temperature controller and it had shut down. The fse rebooted the unit and verified that the temperature controller was active and functioning properly. The temperature control process is the likely root cause for this event.

Manufacturer narrative:
(B)(4)